Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms and meter results. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. (B)(4). Note 1: manufacturer contacted customer in a follow-up call on 18-jun-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated her symptoms had improved some but that she was still feeling weak. Customer's husband had contacted the doctor on thursday, (B)(6); the doctor had instructed customer not to take glimepiride and metformin until monday. Note 2: manufacturer contacted customer in a follow-up call on 22-jun-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated she currently did not have any diabetic symptoms; no additional medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on 28-jun-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 65, 46, 61 and 66 mg/dl. The customer¿s expected am fasting blood glucose test result is below 90 mg/dl. At the time of the call, the customer reported feeling ill, stating she was weak, had been unable to eat for the past four days and had lost weight. Medical attention was not needed at the time of the call; customer has a scheduled doctor's appointment on (B)(6) 2021. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (husband was unable to provide the date/time): (B)(6).